Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found external abrasion at 31.1 to 32.2cm from the distal tip. The etfe coating was intact at the same location. The abrasion found is consistent with friction to another device.